Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported via medwatch received on (B)(6) 2014: during procedure it was noted that the locking pins from the stryker femoral impactor "backed out". The surgeon was notified. Item was sequestered and placed in soaking bin, then sent to decontamination, photographed and sent to materials management. This is a product the device representative brings in.